Event description:
Pump (B)(6) was evaluated during service testing and failed the ground resistance test, measuring 0.141 ohms, which exceeds the acceptance criterion of less than 0.1 ohms. During inspection, the device was also found to have a damaged free-flow clamp assembly. The failures were identified during service evaluation. No patient involvement or adverse event was reported.

Manufacturer narrative:
A review of intuvie¿s service records and complaint history was conducted, and no prior service events or complaints documenting the same failure modes were identified for this device. The ground resistance failure identified evaluation is being evaluated under CAPA-34, which was opened to investigate ground resistance failures. At the time of this report, the device remains under investigation. Corrective actions and repair information will be provided in a follow-up MDR upon completion of the evaluation.